Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the day after the implant, during the follow up, decrease of sensing values and a loss of capture of the left ventricle were noted. X ray showed the lead was dislodged and situated in a branch of the pulmonary artery. The physician decided to remove the lead because of the difficulties during the implant procedure. The lead was explanted. Should additional information become available this file will be updated.